Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. A preventative maintenance was performed. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to ventilate a patient (age & gender unknown), the device displayed an "02 valve fault/failure" message. Complainant indicated that the clinician removed the patient from the ventilator, turned device on/off and placed patient back on ventilator with no problems noted. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.